Event description:
This is a report of blood leaks around the arterial and venous end caps of the dialyzer after 9 reuses. There was approximately 200ml blood loss. Treatment was ended and restarted with a new dialyzer with no other issues.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Results of evaluation will be submitted upon completion. No patient information provided.